Event description:
To o.r. For placement of subclavian vein hemodialysis catheter. Two attempts met with resistance. Intraoperative venogram showed stricture in the superior vena cava before it entered right atrium. Surgeon attempted to navigate wire through stricture under fluoroscopy when pt developed signs and symptoms of respiratory distress and hypotension. Acls started. Procedure terminated. Pt. Underwent emergency open heart surgery to relieve cardiac tamponade, repair right pulmonary artery, repair svc. Pronounced brain dead the following day.